Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as ¿going to the public bath¿; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. The patient was not hospitalized for the event. Treatment details were not reported. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient was recovering. No additional information is available.